Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had no scale markings before use. The following information was provided by the initial reporter: "customer called into report that when nurses went to use the syringe, it was noticed that the syringe was blank. Nurses went to check the others for additional syringes missing markings, but only found the one."

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had no scale markings before use. The following information was provided by the initial reporter: "customer called into report that when nurses went to use the syringe, it was noticed that the syringe was blank. Nurses went to check the others for additional syringes missing markings, but only found the one."

Manufacturer narrative:
The following fields were updated due to additional information: concomitant medical products: device available for eval yes, concomitant medical products: returned to manufacturer on: 2020-11-19. Investigation summary one sample received for investigation, scale marking is missing from the 3ml syringe. Possible root cause, during the manufacture of the product, the marked cylinder is transported directly through belts to the assembly machine, however, on some occasions and due to process requirements, the marked cylinder is stored and identified in plastic boxes, plastic boxes that are also used for molded cylinder storage (no scale marked). Corrective action include updating the work instructions. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.